Event description:
A it was reported that the patient presented in-clinic for routine follow-up. The pulse generator exhibited back-up vvi operation and was unable to be interrogated. Several interrogation attempts were made. The device was explanted and replaced on (B)(6) 2018. The patient¿s condition post procedure was stable.

Event description:
New information on 7/20/2018, indicated that the patient was hospitalized from (B)(6) 2018 to (B)(6) 2018.

Manufacturer narrative:
Field complaint of backup operation was confirmed. Device was received with no telemetry and was pacing in backup operation. Telemetry was only re-established after power cycling the device which is consistent with a hardware latch-up issue. Further testing after replacing the device battery could not recreate the backup and telemetry issues.